Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00904 thru 3012447612-2018-00915.

Event description:
It was reported that four pedicle screw disassembled and the threads of eight closure tops were damaged during surgery. Alternative screws and closure tops were used to complete the procedure. There was a delay greater than 30 minutes, but there were no reported impacts associated with the delay. This is report eleven of twelve for this event.

Manufacturer narrative:
Additional information: the returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Event description:
It was reported that four pedicle screw disassembled and the threads of eight closure tops were damaged during surgery. Alternative screws and closure tops were used to complete the procedure. There was a delay greater than 30 minutes, but there were no reported impacts associated with the delay. This is report eleven of twelve for this event.